Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient received an alert for possible high voltage lead issue with low impedance and no high voltage output. The device was recommended for a capacitor maintenance check in clinic. No further information is available at this time.